Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the imaging abnormalities that couldn¿t distinguish tissue could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not to olympus for evaluation of the reported issue and will not be returned due to the customer resolving the issue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the device presented a "rainy" image abnormalities. There was no report of patient harm. This report is linked to the patient identifier, (B)(6).